Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right atrial lead had "widely varying impedance and noise." Provocative arm movements were able to elicit the noise. The physician initially chose to program to ddi mode and monitor the lead performance, but subsequently the lead was capped and replaced. No patient complications were noted as a result of this event.